Event description:
It was reported that patient presented in the or for a lead revision due to a fracture. It was noted that the lead impedance and capture threshold had increased. The lead was capped and replaced. The patient was stable after revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.